Event description:
Information was received indicating that a cadd-solis vip, mdl2120, infusion pump was exhibiting a code for hardware or software error. It was reported that troubleshooting was unsuccessful. Per reporter the end user was administering total parenteral nutrition (tpn) for the first time and was very nervous. The pump was replaced for the end user.

Manufacturer narrative:
Additional contact information: (B)(6).